Event description:
It was reported that noise and oversensing was seen on the atrial and ventricular electrogram (aegm and vegm) recordings. It was also reported that the noise on the aegm and vegm are a mirror image and the deflections are opposite. It was thought that the mirror image egm behavior is likely the result from two silicone leads rubbing against each other. The right ventricular (rv) and right atrial (ra) pacing leads remain in use and replacement is being considered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products:d224drg implantable biv defibrillator, (B)(6) 2009; 5076-52 implantable pacing lead, (B)(6) 2003; 7121-60 competitor implantable defib lead, (B)(6) 2009. (B)(4).